Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet system was not charging the pump despite correct setup and use of different outlets, and troubleshooting identified the charging cradle as the suspected issue. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included shipment of a replacement charging cradle and completion of troubleshooting and user education. Investigation included remote troubleshooting steps to confirm power availability, connection integrity, and proper device placement on the charger. Investigation of this case revealed a suspected charging cradle malfunction consistent with a non-charging condition. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging cradle;.